Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 8:30 am with a high blood glucose level of mg/dl. The customer felt symptoms of nausea, chest pain, and dizziness. The customer was treated for their blood glucose with IV fluids and medication. The customer mentioned issues with no delivery alarms. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change.